Event description:
Customer reported that the insulin pump was not delivering insulin. Customer reported going to the emergency room twice in the week leading up to the call due to high blood glucose levels. Customer reported having a blood glucose level of 590 mg/dl at the time of the first emergency room visit. Customer reported having a blood glucose level above 600 mg/dl and ketones the night before the emergency room visit. Customer also reported having a blood glucose level of 597 mg/dl at the time of the second emergency room visit. Customer had ketones at the time of the second emergency room visit also. Customer also stated that the insertion site was infected. No further information was provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted. Unit had cracked case at display window corner and cracked reservoir tube. Unit received without belt clip. Unable to verify damage to belt clip. No damage noted on belt clip slot.